Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the escalation analysis, a sensor-relink was advised to allow the system to reinitialize and converge faster. Post re-link, there was better agreement between bg/sg. Customer care recommended that the user continue to use the system and to calibrate when requested. The user was unsatisfied with the response; however, further analysis did not indicate any issue with the system performance. Per dms review, the system is in use with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.